Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was disconnected from the ilet device for several hours, after which reconnection led to elevated glucose followed by the device¿s corrective insulin delivery, prompting concern from the patient¿s caregiver about potential excess insulin and risk of hypoglycemia; at follow-up, the glucose was 143 mg/dl and education was provided to wait for the upcoming meal rather than administer glucose tabs immediately. Symptoms included concern for hypoglycemia risk without reported clinical sequelae. Outcomes included troubleshooting and education with no alerts or alarms and no medical intervention or hospitalization. Investigation included a review of device use and user guidance through customer support. Investigation of this case revealed no confirmed device malfunction and suggested that the event was consistent with algorithmic correction after a prolonged disconnection, with the exact cause of the hypoglycemia concern remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.